Manufacturer narrative:
It was reported that "saline syringe leur lock shattered and got stuck on needleless connector. This was with initial application to prime prior to hooking up to patient". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Male end leur lock portion of the saline syringe shattered.